Event description:
Caller reported that pump screen went blank unexpectedly, and led was not blinking, requiring pump to be plugged into a power source to turn back on. There was no reported adverse impact to the customer's blood glucose level. Shutdown was caused by a fuel gauge fluctuation issue, and corrective actions included providing pump reset information and educating the caller on updating pump software to prevent future occurrences; the caller acknowledged understanding these instructions.